Event description:
These female patients were identified during an active online listening program. The patients had essure (lot no. Unknown) inserted. The case describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding"). Additional non-serious events are detailed below. There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they experienced heavy menstrual bleeding (seriousness criterion intervention required), fatigue ("chronic fatigue"), asthenia ("burn-out"), abdominal pain ("unexplained abdominal pains"), disturbance in attention ("loss of concentration") and arthralgia ("unexplained muscular and joint pains"). The patients were treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, arthralgia, asthenia, disturbance in attention, fatigue and heavy menstrual bleeding to be related to essure administration. The reporter commented: unfortunately numerous women have experienced the adverse effects, (B)(4) women had the implant removed following the protocol validated. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
These female patients were identified during an active online listening program. The patients had essure inserted. The case describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding"). Additional non-serious events are detailed below. There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they experienced heavy menstrual bleeding (seriousness criterion intervention required), abdominal pain ("unexplained abdominal pains"), fatigue ("chronic fatigue"), asthenia ("burn-out"), disturbance in attention ("loss of concentration") and arthralgia ("unexplained muscular and joint pains"). The patients were treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, arthralgia, asthenia, disturbance in attention, fatigue and heavy menstrual bleeding to be related to essure administration. The reporter commented: unfortunately numerous women have experienced the adverse effects, 30,000 women had the implant removed following the protocol validated. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-mar-2024: quality safety evaluation of ptc. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.